Manufacturer narrative:
The investigation is in progress, a supplemental report will be summitted.

Event description:
Edwards received notification through a clinical trial that a patient with a sapien 3 ultra valve will undergo an explant procedure due to valve stenosis. No additional details were provided.

Manufacturer narrative:
The valve was returned after explant. The returned valve was visually inspected for any abnormalities and the following was observed: frame was damaged from explant. Host tissue growth around the frame and commissures. Leaflets appeared stiffened. Calcification was visible on x-ray and primarily on inflow/outflow side of leaflets. No other abnormalities observed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The complaint was confirmed based on the returned condition of the device. A review of clinical literature was conducted and summarized. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Given that there is no evidence of a product non-conformance or device malfunction, no further engineering evaluation is required at this time. The root cause of the event was likely due to patient related factors and the progression of the underly valvular disease pathology. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, d6 and f10. The investigation is in progress, a supplemental report will be summitted.

Event description:
Edwards received notification through a clinical trial that a patient underwent an explant procedure due to calcification and stenosis after an implant duration of 4 years and 10 months. The site pi would like the valve returned to edwards for investigation. Per medical records, the 23mm sapien prosthesis was explanted for stenosis and replaced with a surgical valve. Patient was hospitalized w/sob and valve was found to be stenotic with a mean gradient of 48mmhg, ava 0.46cm2. Surgery was presented as the best option for the patient due to small aortic root which was enlarged with a patch during explant/savr. Additionally, maze for atrial fibrillation was performed with ligation of laa. The pathology report of explanted 23mm sapien revealed yellow calcifications.